Event description:
An amphiprion deep pta balloon catheter was used to post-dilate a lesion in the common femoral artery to sfa. The lesion was described as highly calcified and was pre-dilated, however 50% stenosis remained after pre-dilation. Upon removal, it was noticed that the balloon material had come off the balloon catheter and was still in the patient's sfa. An attempt was made to retrieve the balloon material using a snare; however, after snaring it, it was attempted to pull it into the sheath but it would not go. Therefore, it was necessary to remove the sheath and try to manually pull the balloon material, the snare device and the guide wire out of the artery. After several unsuccessful attempts, a femoral exploration was carried out to determine the location of the balloon material. It was observed that the balloon and wires were caught up in a huge chunk of calcium. A common femoral endarterectomy was performed and a large piece of calcium was removed with the entire balloon attached to it. The patient is reported to be fine post procedure and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (high grade of calcium). Conclusion: device failure/lack of effectiveness related to patient condition (high grade of calcium).